Manufacturer narrative:
Block h6: problem code a0401 captures the reportable investigation result of catheter broken. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon had no damages. The catheter of the device was noted to be stretched, detached, bent and kinked in different sections. Functional evaluation was performed, the device was not possibly connected to an alliance inflation system for a functional test because the extractor pro retrieval balloons was returned in two parts and was detached/separated. Dimensional examination was performed to the outer diameter (od) of the catheter, and was measured. The body section of the catheter was within specification. Based on the available information, it is possible that interaction with any surface during the procedure could create friction or damage provoking difficulty to advance/withdraw, causing the problem of break during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noted that the catheter broke in the scope while being pulled through the common bile duct. It had to be removed and extracted from the scope and the procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noted that the catheter broke in the scope while being pulled through the common bile duct. It had to be removed and extracted from the scope and the procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.